Event description:
It was reported that: date of tavr: (B)(6) 2024 ultrasound was used to gain access, there was no difficulty gaining access. Only one femoral arterial puncture was used in the same vessel during initial access for the interventional procedure. Vessel size of right femoral artery was 7.8 mm and it was the puncture site used for tavr. Tissue depth recorded: 4.0 cm. Deployment is at 5.0 cm. Site reports 2 sheath exchanges prior to insertion of the manta sheath. Sheath used is size 18fr. Tavr valve is size 34 mm. Site reported no intraprocedural complication at the femoral access site before procedure sheath removal. Heparin was administered during the procedure and act was 150 and sbp was 105 mmhg prior to closure. Protamine was given. No complications reported during/after manta deployment. Site confirms deployment per IFU. Manta delivery system did not become kinked at any point during the case. There was no sign of bacterial contamination or antegrade puncture during the index procedure. Time to hemostasis: 18 minutes 59 seconds. Adjunctive methods were required to achieve hemostasis such as manual compression for arterial bleeding with a total time of 00:18:59hr: min: sec, femstop, and contralateral balloon post deployment femoral angiogram was completed and showed patent target artery at the manta deployment site. Visual check of the target femoral access site was performed. The pseudoaneurysm (psa) was identified immediately post deployment on the runoff angiogram that was taken in the or. Prolonged balloon inflation and manual compression were utilized. It appeared markedly reduced in size at the conclusion of the procedure, but in the end a surgical repair was required. The manta device was explanted at the time of the surgical repair. Vascular surgeon said it was "near the artery" and that he repaired the arteriotomy with 2 sutures and it appeared like "a clean 18fr hole" and not disrupted. This would suggest a "tissue tract deployment". I suspect that during the exchange of sheaths there was some internal oozing at the arteriotomy site that added more to the depth from the skin surface. I measured 4cm with the depth locator and deployed the manta at around 6cm, which is my usual practice (to add an extra 2cm or so to the measured depth). The iliofemoral artery had mild tortuosity and moderate calcification. There was no resistance when advancing the bypass tube. The patient underwent a successful surgical repair and was discharged to rehab, as he lives alone and our pt team felt he needed some time in rehab to get stronger in order to be able to function totally independently.

Manufacturer narrative:
(B)(4).no return product evaluation could be completed as the device was not returned for investigation. A review of the angiogram photo revealed tortuosity and calcification. The device lot history record review for lot number mn2301557 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. This event is associated to the manta ultra clinical study whereas the patient in included if the patient meets the criteria for on-label use of manta as specified in the country-specific manta instructions for use (IFU) and is greater than or equal to 21 years of age. The patient is excluded from the study if unable or unwilling to give informed consent or unwilling to complete follow-up assessments. A 72-year-old male patient, 98.4 kgs, 31.13 bmi, presented in the or for a tavr procedure utilizing a 34mm evolut fx valve. Access was achieved with ultrasound for guidance and a femoral angiogram. The right femoral arteriotomy was 7.8mm with a measured deployment depth of 4.0cm + 1.0cm. Mild tortuosity and moderate calcification noted in the iliofemoral artery. One puncture in the same vessel was utilized during initial access and for the interventional procedure. No issues were encountered advancing or withdrawing the 18f gore dryseal or the evolut dcs in-line procedural sheaths. Prior to closure, activated clotting time (act) was 150 and protamine was administered. The physician chose to deploy the 18f manta at 4cm + 2cm per the physician's usual practice. Following deployment, arterial bleeding was present, and a post-deployment run-off angiogram indicated a pseudoaneurysm. Prolonged manual compressions were applied, and several contralateral balloon inflations were administered, appearing to help reduce the size of the pseudoaneurysm; and a femstop was applied to achieve hemostasis in 18 min and 59 sec.three days later, during surgical repair, the manta was explanted. During the surgical intervention the surgeon noted the manta appeared to be "near the artery" and it appeared like "a clean 18f hole", non-disrupted suggesting the manta was most likely tract deployed and was never in the artery. The patient did not experience any harm, injury, or health consequence due to this event. The root cause of the implant not being effective in creating hemostasis requiring surgical intervention potentially is contributed to user error due to incorrect deployment depth measurements and deploying manta into the tissue tract. Risk documentation has been reviewed and this is a known risk of the device. The severity of harm is ranked as a 4 due to local surgical repair at the vessel access site arteriotomy was required which covers this incident. The following potential adverse events associated with the deployment of vascular closure devices have been identified in the manta instructions for use and include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedure requirements as indicated in the IFU state depth location must occur with either the 8f depth locator prior to step dilation of the vessel and before the large-bore procedure is performed or with the 14f depth locator following the large-bore procedure but before insertion of the 18f manta device. There appears to be no product quality issue with respect to manufacture, documentation or labelling. The der process will continue to monitor and investigate any similar events.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: date of tavr: on (B)(6) 2024 ultrasound was used to gain access, there was no difficulty gaining access. Only one femoral arterial puncture was used in the same vessel during initial access for the interventional procedure. Vessel size of right femoral artery was 7.8 mm and it was the puncture site used for tavr. Tissue depth recorded: 4.0 cm. Deployment is at 5.0 cm. Site reports 2 sheath exchanges prior to insertion of the manta sheath. Sheath used is size 18fr. Tavr valve is size 34 mm. Site reported no intraprocedural complication at the femoral access site before procedure sheath removal. Heparin was administered during the procedure and act was 150 and sbp was 105 mmhg prior to closure. Protamine was given. No complications reported during/after manta deployment. Site confirms deployment per IFU. Manta delivery system did not become kinked at any point during the case. There was no sign of bacterial contamination or antegrade puncture during the index procedure. Time to hemostasis: 18 minutes 59 seconds. Adjunctive methods were required to achieve hemostasis such as manual compression for arterial bleeding with a total time of 00:18:59hr: min: sec, femstop, and contralateral balloon post deployment femoral angiogram was completed and showed patent target artery at the manta deployment site. Visual check of the target femoral access site was performed. The pseudoaneurysm (psa) was identified immediately post deployment on the runoff angiogram that was taken in the operating room. Prolonged balloon inflation and manual compression were utilized. It appeared markedly reduced in size at the conclusion of the procedure, but in the end a surgical repair was required. The manta device was explanted at the time of the surgical repair. Vascular surgeon said it was "near the artery" and that he repaired the arteriotomy with 2 sutures and it appeared like "a clean 18fr hole" and not disrupted. This would suggest a "tissue tract deployment". I suspect that during the exchange of sheaths there was some internal oozing at the arteriotomy site that added more to the depth from the skin surface. I measured 4cm with the depth locator and deployed the manta at around 6cm, which is my usual practice (to add an extra 2cm or so to the measured depth). The iliofemoral artery had mild tortuosity and moderate calcification. There was no resistance when advancing the bypass tube. The patient underwent a successful surgical repair and was discharged to rehab, as he lives alone and our pt team felt he needed some time in rehab to get stronger in order to be able to function totally independently.